Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited high pacing thresholds and the lead did not pace when required. The thresholds had increased from 0.7v @ 0.4ms at implant to 3.5v @ 1.0ms which resulted in the outputs being below the threshold which caused loss of capture. However, there was not asystole greater than 2 seconds. An x-ray did not reveal any damage to the lead. The rv lead was repositioned and remains in service. The source of the observations was not identified. No additional adverse patient effects were reported.